Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; all of the buttons became unresponsive. The patient's blood glucose at the time of incident was 47 mg/dl, which she treated via candy. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with frozen display and had a constant tone due to faulty component on the mother board. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or displacement test due to frozen display. After replacing the faulty component all of the buttons responded properly. The keypad traces and keypad connector was inspected and no anomalies noted. The insulin pump had cracked belt clip slot and minor scratches on the lcd window.